Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Acute pancreatitis [pancreatitis acute]. Initial information received on (B)(6) 2016: this spontaneous medical device report was received form a physician and concerned an (B)(6) male patient. The patient had no past medical history. The patient never reported pancreas-related concomitant disease. Concomitant medications were not reported. On (B)(6) 2016, the patient underwent transcatheter chemoembolization (tace) with dc bead (bead size 100-300microm) (drug loaded with the beads not reported; batch number and expiration date not reported) for an unknown indication. At the night on the same day (i.e. (B)(6) 2016), the patient complained of abdominal pain and developed acute pancreatitis. He received futhan (nafamostat mesilate), antibiotic agent and replacement fluid. The patient was fasted. On (B)(6) 2016, as result of diagnostic imaging the patient's pancreatitis was recovering compared to the beginning of the onset and the patient started feeding. The reporting physician assessed the event acute pancreatitis probably related to dc bead treatment. The company considers the event acute pancreatitis as serious (medically significant). Follow up information is expected. Case comment: the event acute pancreatitis is unlisted as per current instruction for use for dc bead. The reporting physician considered the event as probably related to dc bead treatment. The company, despite the limited information for the case, given the close temporal relationship and in agreement with the physician, also considers the acute pancreatitis experienced by the patient as possible related to dc bead treatment since its role cannot be ruled out. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin is considered off-label use.

Event description:
Acute pancreatitis [pancreatitis acute], tace performed with dc bead loaded with epirubicin [off label use]. Case description: initial information received on 08-mar-2016: this spontaneous medical device report was received form a physician and concerned an (B)(6) male patient. The patient had no past medical history. The patient never reported pancreas-related concomitant disease. Concomitant medications were not reported. On (B)(6) 2016, the patient underwent transcatheter chemoembolization (tace) with dc bead (bead size 100-300microm) (drug loaded with the beads not reported; batch number and expiration date not reported) for an unknown indication. At the night on the same day (i.e. (B)(6) 2016), the patient complained of abdominal pain and developed acute pancreatitis. He received futhan (nafamostat mesilate), antibiotic agent and replacement fluid. The patient was fasted. On (B)(6) 2016, as result of diagnostic imaging the patient's pancreatitis was recovering compared to the beginning of the onset and the patient started feeding. The reporting physician assessed the event acute pancreatitis probably related to dc bead treatment. The company considers the event acute pancreatitis as serious (medically significant). Additional information received on 31-mar-2016: the physician reported that, on (B)(6) 2016, tace was performed with 1 vial of dc bead (100-300 microm) loaded with epirubicin 50 mg additional laboratory data were provided and added in the laboratory test section. Number of tumors: 5; tumor size (maximum diameter): 20 mm number of tace to date: twice, including the current one (once with the product) number of rfa (radiofrequency ablation) to date: none embolization site/range: s4 (subsegment), s2/s3 (subsegment), right hepatic artery (segment) degree of embolization (rate of disappearance of the contrast medium, 5 heartbeats as a reference): fast on (B)(6) 2016, the pancreatitis was recovering and the patient was discharged the reporting physician also considered epirubicin as a causative factor of the event (suspect drug). Follow-up information is expected. Case comment: this case documents an off-label use of dc bead since deb-tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. The event acute pancreatitis is unlisted as per current instruction for use for dc bead. The reporting physician considered the event as probably related to dc bead treatment. The company, despite the limited information for the case, given the close temporal relationship and in agreement with the physician, also considers the acute pancreatitis experienced by the patient as possible related to dc bead treatment since its role cannot be ruled out. This event is therefore reportable. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin is considered off-label use.

Event description:
Acute pancreatitis [pancreatitis acute]. Tace performed with dc bead loaded with epirubicin [off label use]. Case description: initial information received on (B)(6)-2016: this spontaneous medical device report was received form a physician and concerned an (B)(6)-year old male patient. The patient had no past medical history. The patient never reported pancreas-related concomitant disease. Concomitant medications were not reported. On (B)(6)-2016, the patient underwent transcatheter chemoembolization (tace) with dc bead (bead size 100-300microm) (drug loaded with the beads not reported; batch number and expiration date not reported) for an unknown indication. At the night on the same day (i.e. (B)(6)-2016), the patient complained of abdominal pain and developed acute pancreatitis. He received futhan (nafamostat mesilate), antibiotic agent and replacement fluid. The patient was fasted. On (B)(6)-2016, as result of diagnostic imaging the patient's pancreatitis was recovering compared to the beginning of the onset and the patient started feeding. The reporting physician assessed the event acute pancreatitis probably related to dc bead treatment. The company considers the event acute pancreatitis as serious (medically significant) additional information received on (B)(6)-2016: the physician reported that, on (B)(6)-2016, tace was performed with 1 vial of dc bead (100-300 microm) loaded with epirubicin 50 mg additional laboratory data were provided and added in the laboratory test section. Number of tumors: 5; tumor size (maximum diameter): 20 mm number of tace to date: twice, including the current one (once with the product) number of rfa (radiofrequency ablation) to date: none embolization site/range: s4 (subsegment), s2/s3 (subsegment), right hepatic artery (segment) degree of embolization (rate of disappearance of the contrast medium, 5 heartbeats as a reference): fast on (B)(6)-2016, the pancreatitis was recovering and the patient was discharged the reporting physician also considered epirubicin as a causative factor of the event (suspect drug). Follow-up information is expected. Follow-up information was received on (B)(6)-2016. Follow-up information was received from a physician. There was no other information regarding concomitant medications. The indication for dc bead use was hepatocellular carcinoma (hcc), batch number and expiration date unknown. As of (B)(6)-2016, the patient was recovering from acute pancreatitis. No further information anticipated. This is a final report. Case comment: this case documents an off-label use of dc bead since deb-tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. The event acute pancreatitis is unlisted as per current instruction for use for dc bead. The reporting physician considered the event as probably related to dc bead treatment. The company, despite the limited information for the case, given the close temporal relationship and in agreement with the physician, also considers the acute pancreatitis experienced by the patient as possible related to dc bead treatment since its role cannot be ruled out. This event is therefore reportable. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.